Event description:
While getting off the elevator to transport patient to room, patient coughed and it was noted that her et tube had been displaced. So crna and surgeon than began to try to ventilate patient with mask/ambu bag and it was noted that there was no air exchange. It was than noted that the mask was in the trash and when obtained it appeared to be stepped on because there was a large hole that was not there prior. This is what the patient safety report stated: upon transport to the picu from outpatient surgery, the patient's endotracheal tube became dislodged when the patient coughed. Patient and team were preparing to come off the elevator in the picu when the tube was noted to be in place. At that point the patient was bagged with mask/ambu bag and immediately ran into room where picu staff were waiting. Upon trying to bag the patient, it was noted that the mask had a crack in it and therefore adequate air exchange was not happening, and so a new mask was exchanged out. Picu staff were then able to eventually gain adequate spo2 and able to then reintubate patient.